Event description:
Per report during a transfemoral procedure, an iliac dissection was noted after the retroflex3 22fr sheath removal. A covered stent was placed. The patient was transferred to ICU in stable condition. There were no difficulties experienced while advancing or removing the dilators and sheath. Nothing abnormal was noted after preparation of the device for its use. The device was discarded after procedure; there was no allegation of device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angio. The minimum luminal access vessel diameter is not available in this case; the required vessel diameter for a 22fr sheath is 7.0 mm. Per report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the injury to the iliac artery cannot be confirmed. However, there may have been vessel calcification and tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.